Event description:
Rn of home patient (hp) reports leak in cassette of homechoice sets used for automated peritoneal dialysis treatment. Rn could not provide exact location of leak or details regarding incident. No pt injury or medical intervention required per rn. Machine swap recommended.